Event description:
It was reported that the procedure was to treat a concentric de novo lesion with 80% stenosis and mild tortuosity in the proximal left anterior descending artery. An unspecified guide wire was advanced toward the target lesion and pre-dilatation was performed using an unspecified balloon catheter. A 2.5x38 mm xience prime rx stent delivery system (sds) was advanced and the stent was deployed in the target lesion. There was no interaction of devices. During post-dilatation with an unspecified non-compliant balloon catheter a side-edge dissection was observed. Another xience prime stent was used to cover the dissection and maintained thrombolysis in myocardial infarction (timi) iii blood flow. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience prime long length eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.